Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
The customer reported that patient clinical CT neuro head images, when performed in automatic mode (axial) on patients over 275 pounds, displayed darkening or streak artifacts which can be mistaken as anatomy and cause a misdiagnosis. The philips field engineer (fse) stated the patient was rescanned in manual mode (axial) and the artifact was not present. Per philips national support engineer (nss), his conversation with the radiologist confirmed that it was actually a "smudge" artifact and could be mistaken for pathology (bleed).

Manufacturer narrative:
On (B)(6) 2015, the customer reported that after completing a patient clinical CT neuro head scan automatic mode (axial) on a patient over (B)(6) , the reconstructed images displayed darkening or streak artifacts that were observed on the reconstructed images. The philips field engineer (fse) stated there was no rescan, and there was no harm to a patient, operator or bystander. There was no misinterpretation of the images. During investigation, the philips national support specialist (nss) stated that after his conversation with the radiologist, it was confirmed that the artifact was actually a "smudge" artifact and both times, the artifact was present in the region of interest (roi). The same issue occurred again on the same day on another patient. A subsequent complaint will address the first occurrence, and this complaint will address the second occurrence. The patient was not rescanned after the second recurrence of this event. This complaint was identified to be similar to a subsequent complaint (primary), which documents the investigation details. CT engineering reviewed the issue and identified this issue as an acceptable risk. The following mitigations are applicable in this case: while scanning axial scans, when there is no dependency within the requested images on multiple shots of acquired data, at the end of a shot, the system shall produce all requested images from that shot. In normal use, the system shall display on each image information indicating the orientation of the displayed image with respect to the patient in accordance with iec 60601-2-44, ed. 3.1, cl. 201.12.1.102. (B). Information identification - the system shall label data items which include patient study data, acquired raw data, reconstruction raw data, cardiac/pulmo wave (if applicable) and final images so that data items are uniquely identified for the particular patient and study. Information integrity - the system shall not allow data items to be mixed between patients or scans of the same exam. Data items include patient study data, acquired raw data, reconstruction raw data, cardiac/pulmo wave (if applicable), data processing and final images. The system shall save the exam summary as dicom secondary capture images that include dicom tags with patient details. When raw data from a scan performed on the same software version is available, the system shall enable the user to perform an offline reconstruction using view2 (or recon viewer). While preparing for a scan, if the system detects a failure that affects data collection, then the system shall abort the scan sequence and not get into ready to scan state. While performing operations associated with a patient, study or set of images or data the system shall check that all data elements contain a matching unique identifier. All dicom data objects generated by the scanner shall conform to the dicom 3.0 standard. The system shall communicate with remote systems using dicom 3.0 2011 standard protocols. Since no errors were found, no correction has been done at the site. The fse ran image an quality test, which passed. The customers are continuing to use the system for clinical use; they are using manual mode for axial scans for patients over (B)(6) , and using the automatic mode only for patients less than 275 pounds.